Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. Follow up with the company representative indicated that the physician made no programming changes due to the patient history of ventricular tachycardia (vt) but did prescribe anti-arrhythmic medication. The device remains in use. No further patient complications have been reported as a result of this event.